Event description:
It was reported the ipg is moving in the pocket. The patient is pending an appointment with the physician.

Manufacturer narrative:
This model number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.